Manufacturer narrative:
It was reported by customer that flow issue occurring with the tubing. No product or photo was returned by the customer. The customer complaint of air in line could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 2420-0007 lot number 24025812 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that bd as lvp 20d 2ss cv had no flow from secondary bag. The following information was provided by the initial reporter: issue: flow issue occurring with the tubing 4 occurrences with 4 pts. One ran the secondary, but did not flip to primary after and pulled air all the way through the line. Pt harm: no.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.